Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the extension separation was not determined. The rep reported that the initial high impedances were a result of the extension which was not connected, so the circuit was open. The rep reported that afterwards the cause of the high impedances was and still is unknown. The rep reported that the cause of the low impedances was also unknown. The rep reported that the physician removed the extension because he had enough length to connect directly to the generator, that resolved the initial high impedances due to the open circuit. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(4), ubd: 07-feb-2017, UDI#: (B)(4). Product ID: 3776-60, serial/lot #: (B)(4), ubd: 14-mar-2016, UDI#: (B)(4). Product ID: 3776-75, serial/lot #: (B)(4), ubd: 04-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. The rep reported that they were in the operating room (or) due to a normal battery depletion and the hcp would be leaving the lead and extension. The rep reported that when running impedances 8-15 were coming up green but 10-15 were showing high impedance values with 10 at 31,000 ohms and 11-15 at 11,000-15,000 ohms. Contacts 0-7 were between 250 and 430. It was noted that no previous impedances were done as the previous ins was dead and no wireless external neurostimulator (wens) was available for testing. It was noted that the patient only had one extension and no imaging was done to determine which side the extension was connected to. The rep reported that they had checked the connection for 8-15 twice. The rep was advised to check a third time. After further investigation the hcp confirmed that the extension and lead had separated mentioning ¿seeing foil.¿ the rep also confirmed that the previous testing was done with the extension inserted into 8-15. It was advised to test the lead and extension separately if possible to determine the root cause of the impedance issue. Impedances were tested with the lead connected directly to the ins. The rep reported that 0-15 were ¿low but showing avoid¿ (no higher than 300-500). After further testing, a few other electrodes were showing below 300, which were contacts 9, 9, 10, 11 and 12 when cycling between references and contact 14 was over 40,000 do not use. The rep was advised to keep testing and if the hcp was happy with the results, then they could proceed to close the patient up and they would have to program around non- viable pairs. The rep reported that the hcp had decided to remove the extension and connect directly to the ins as there appeared to be enough to coil behind the ins. No further complications were reported.